Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: after the procedure. It was reported that post a left internal/common carotid artery stenting procedure, the pt experienced some mild oropharyngeal dysphasia. Two days post-procedure, the event resolved and the pt was discharged to home. Three days post-procedure, 2009, the pt was re-admitted with possible stroke. Symptoms included slurred speech and confusion. Additionally, the pt reported abdominal pain with melena. Hemoglobin and hematocrit were both low. Two days later, an MRI showed areas of acute infarct left hemisphere; however, the following month, an MRI with contrast showed old bilateral lacunar infarcts. The next day, the pt was discharged to home with a diagnosis of a stroke with encephalomalacia. Although requested, there was no add'l info provided.

Manufacturer narrative:
Study event. There was no rx acculink malfunction reported. Stroke is a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which have contributed to this event.